Event description:
The pt reported no longer hearing sound sensations after being hit on the head over the implant site. Using the appropriate diagnostic equipment, it was determined that the device is not functioning. Explantation/reimplantation surgery was done in 2000. The healthcare professional has been informed that the explanted device should be returned to cochlear corp.